Event description:
It was reported that patient's right ventricular (rv) lead exhibited inappropriate shocks due to noise oversensing. Programming changes were made to deactivate the lead. The patient was stable.